Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was receiving unspecified treatment for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action taken with pd therapy was not reported. The reporter decline declined to provide additional information.